Event description:
It was reported that, on two occasions, a small issue with the titanium trochanteric fixation nail system. When attaching the insertion handle with the connecting screw they were not able to fully seat/tighten the connecting screw without advancing the locking mechanism in the nails. The locking mechanism was placed to high in the nail (straight out of packaging) to allow the insertion handle to be fully tightened. Both times the tech tightened the connecting screw as far as they could, but the connection between the nail and insertion handle was not completely rigid. Both times they loosened the connecting screw used the flexible screwdriver to turn the locking mechanism in a little bit and then tightened the connecting screw back down. It worked on both occasions and they had no additional problems from it. No additional information is available.

Manufacturer narrative:
Device was used for treatment. Exact part number could not be identified. Without lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
(B)(4)

Event description:
This is report 1 of 1 for complaint# (B)(4). This complaint is for an unknown nail.